Event description:
It was reported that "a few years ago" the medication was programmed too high and the patient ended up in the emergency room. The medications were lowered and the patient was "better". The patient was no longer managed by the same hcp.